Manufacturer narrative:
Medtronic received additional information that the bioprosthetic aortic valve revealed severe aortic stenosis with moderate thickened leaflets per echocardiogram. Visualization during surgery revealed areas of calcified ingrowth on the leaflets making them stiffer and harder to move. The aortic valve was explanted and cultured and all cultures were negative. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and one month post implant of this aortic bioprosthetic valve, testing identified the aortic valve was not working as expected. Ultimately three years and two months post implant, the valve was explanted. Calcification was noted upon explant. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon review of the third-party pathology laboratory report, the bioprosthetic valve had minimal soft tissue attached to the dacron covered annulus. All three leaflets were mildly stiff, and one leaflet showed previous sampling, with the free margin cut off. Tan-yellow, granular vegetation¿s were present on the ventricular surfaces, concentrated near the free edge. Aortic surfaces showed minute red-brown debris at the periphery of all three leaflets. The ventricular free edge of each leaflet was inked black. Superior and lateral view radiographs showed an intact valve frame. Calcification was observed on all 3 leaflets. No calcification of the valve frame was identified. Histologic examination of longitudinal valve frame sections showed loosely organizing granulation tissue adherent to the polyester cloth covering the frame, with residual fibrin within its fibers. Focal microcalcifications, focal fibrin rich thrombi/vegetations adherent to the insertion point of pericardial collagen leaflet near a commissural post, and focal minimal chronic inflammation within the cloth material were observed. Histologic examination of leaflet sections revealed infective endocarditis characterized by fibrin rich thrombus with mild mixed inflammatory infiltrates consisting of polymorphonuclear neutrophils and lymphocytes, macrophages, predominantly seen on the inflow surface; thrombus did not exceed the thickness of the valve. Structural degeneration of leaflets was characterized by splitting and fraying of collagen bundles due to underlying pathology. Special stains demonstrated numerous clusters of gram-positive cocci, arranged in chains within thrombi and infiltrating into superficial regions of the pericardial collagen. No neointimal coverage was noted in any of the leaflets. Conclusion: based on the third-party pathology laboratory report, thrombus and calcification were observed on the leaflets which could cause immobile leaflets and lead to stenosis. Calcification has been an inherent risk of surgical valve replacement and is addressed in the current risk management file. The thrombus formation could be due to the reported endocarditis. Based on the received information, the endocarditis likely originally came from the mitral valve. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. Relevant history added. Coding updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.